Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.`

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose levels were reported. It was stated that the customer fainted due to the low blood glucose levels and the insulin pump was giving several errors during this time. It was also stated that the sensor glucose readings were not the same as the blood glucose readings. In addition, it was stated that there were no alarms given by the sensor when the blood glucose levels went low. Nothing further was reported.